Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with unspecified anti-inflammation drug (further details not reported) intraperitoneally and with an unspecified drug (further details not reported) for peritonitis. At the time of this report, the patient had recovered from the event. The action taken with dianeal therapy was not reported. Additional information is not available.